Event description:
Reportedly, a 30mm annuloplasty ring was explanted after an implant duration of approximately 3 years 4 months (40.50 months) due to infective endocarditis (ie). The customer reported that a physio ring, model 4450m30, was implanted for mitral valvuloplasty (mvp) to correct mitral regurgitation (mr) on (B)(6) 2008. On (B)(6) 2012, the annuloplasty ring was explanted and replaced with a mechanical valve for mitral valve replacement (mvr) due to infectious endocarditis (ie). The patient was under treatment as of (B)(6) 2012. Customer commented that this explant was not expected but not device related. The customer reported that the device is under inspection at the hospital and will not be returned for evaluation due to the infection.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned for evaluation due to infection. No additional information has been provided by the health care provider. There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, it is most likely the ring explant was due to regurgitation as a result of the infectious endocarditis affecting the native valve. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection have not been provided. Without additional information provided by the health care provider, we are unable to conclusively determine the root cause for explant of this device.